Manufacturer narrative:
B5: upon follow up, it was reported that the patient was hospitalized for the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid bag. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g, every fifth day, route and duration were not reported) and intraperitoneal meropenem injection (daily, dose, route and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/22/2021.